Event description:
It was reported by a company representative that a vns pt experienced vocal cord paralysis and gastroparesis. Device was turned on in the operating room to minimum settings. The treating neurologist turned the device off and symptoms persisted. The symptoms finally resolved themselves after the device remained off. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.